Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to hyperglycemia. The customer experienced symptoms such as nausea. Blood glucose at the time of the admission was above 600 mg/dl. The customer was treated with IV/insulin/anti nausea. Customer states her bg's ran high, customer changed set and noticed a bent cannula and blood at site, customer still ran high and eventually noticed her insulin was leaking out from the res compartment. Customer has been using insulin pump system within 48 hours of reported high bg event. Troubleshooting for high blood glucose was declined. Customer was unable to complete carelink upload. The customer was advised to do a full set change. The insulin pump will be returned for analysis.